Manufacturer narrative:
H4 - correct date of manufacture has been provided this report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the amount of operating force and the number of times the power switch was applied exceeding the assumption, because the product was produced before the design change measures for the power switch were taken. It was confirmed that the design was changed as a durability/resistance improvement of the power switch breakage. Olympus will continue to monitor field performance for this device

Event description:
In preparation for use, the customer reported that the on/off switch was stuck in a recessed position after being pressed into the case. In this case, the processor turned on when pressure was applied, but turned off again as soon as the finger was removed from the video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. However, a technician on site repaired the device by replacing the power switch. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.